Manufacturer narrative:
Date of event estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg reached end of life and lost therapy. It is unknown if this occurred prematurely. Surgical intervention my take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The report of device has reached eol was confirmed. As received, the returned device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed normal battery depletion to the end of life (eol).

Event description:
Additional information received identified that there no known allegations of deficiency against the device.